Manufacturer narrative:
E1: patient city: (B)(6) patient country: germany name: medtronic minimed country: united states of america street: (B)(6). City: (B)(6) state: california zip code: (B)(6) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced an insulin flow blocked alarm on (B)(6) 2026, which resulted in high blood glucose and was treated with a pump bolus of insulin.